Event description:
Bedside rn noticed baxter sigma IV tubing to be leaking at a connection port. Pinpoint hole noted. No harm to patient. Tpn/il infusing, new IV fluids will be hung, and tpn/il taken down. Tubing saved and given to apsm's. Lot number not available.